Event description:
There was a strong smoke odor coming from one of the units in the monitor room. This was the result of failure of the new kvm's model# ph210-2r. Consequently the screen went blank and we were unable to monitor the patients on the affected screen in the central station. We placed a fan to blow directly on the affected equipment in an attempt to keep it cool and to remove burnt component smell from the area. No code red was called, as staff did not observe any smoke, just the horrible smell. A monitor tech was dispatched to monitor patients on the effected wing, due to the electrical failure of the receiver wireless solutions box rendering the central station off line. A stat call was placed to biomed, to process the incident. The faulty equipment was removed and a replacement box was subsequently installed.